Event description:
The physician completed an uneventful novasure endometrial ablation on (B)(6) 2011. The pt returned to the facility on (B)(6) 2011, complaining of "pain/constipation/bloating, but no bleeding. The uterus was tender on examination and [the physician] prescribed antibiotics and requested an urgent ultrasound which came back clear." The pt was discharged. On (B)(6) 2011, the pt returned to the facility "still complaining of pain" and the physician decided to perform a hysterectomy. The hysterectomy was performed without complications. Upon inspection of the resected uterus, the physician discovered a "separate triangular piece of tissue". We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).